Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported entrapment of device (clip caught on chordae) appears to be related to poor image resolution. The poor image resolution was due to procedural condition and patient morphology/pathology. The reported patient effect of foreign body in patient was due to the clip being implanted in an undesirable location and foreign body in patient is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The additional therapy/non-surgical treatment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report entrapment and foreign body. It was reported that this was a mitraclip procedure to mixed treat mitral regurgitation (mr) with a grade of 4. It was noted thickened leaflets, slight prolapse, and shadowing due to the first implanted clip and slightly rotated heart. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve; however, one grasp was performed when the clip became caught in the chords of the mitral valve almost immediately. The clip could not be freed despite troubleshooting; and therefore the clip was deployed. The physician stated that the clip was deployed in a suboptimal location. A total of 2 clips were implanted, reducing mr to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.